Event description:
(B)(4). Distributor reported a break of a blade from a scissor. The event has been reported to the (B)(6) hospital. Narrative of the event: a blade of the scissor broke during dissection of the abdomen (laparoscopic appendicectomy). All the pieces were recovered. Neither the patient nor the operators were injured.

Manufacturer narrative:
Attempts were made requesting return of device for investigation. A full investigation could not be completed as the actual device was not returned to the (B)(4) facility as of 09/26/2014. Labeling (instructions for use) was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Trending showed there has been no similar issue in the last four years. (B)(4) considers this matter closed. However, in the event we receive the device or additional information is received, we will provide FDA with follow-up information.

Manufacturer narrative:
A full investigation was performed. It can be recognized that the scissor blades were regrounded. Such repairs/rework are not performed by rw (B)(4). Labeling (instructions for use) was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Caution: be careful if products are damaged or incomplete. Injuries of the patient, user and others are possible. Run through the checks before and after each use. Do not use the products if they are damaged, incomplete or have loose parts. Return damaged products together with any loose parts for repair. Do not attempt to do any repairs yourself. Trending showed there hs been no similar issue in the last four years. Rw (B)(4) considers this matter closed. If we receive additional information according to the event, we will provide FDA with follow-up information.